Event description:
Approximately three months postoperatively, the valve was explanted due to thrombus and/or vegetations on the valve as shown on tee. Prior to explant, the pt presented with significant chest pain and a slight troponin elevation. The pt was admitted and found to have a normal inr. The pt was then placed on systemic heparinization, following which the pt experienced a right-sided cva causing weakness in the hand. A cat scan showed a left hemispheric lesion with a subarachnoid bleed. There was also an infarction in the right frontal lobe was the pt experienced vision problems in their right eye, which was diagnosed as a retinal artery embolus. The pt was reported to have difficulties with anticoagulation therapy and a gram stain of the valve at explant showed no bacteria or white cells to be present, only thrombus. At explant, there was clotted material on the sutures and around the valve and there was a discontinuity between the aortic annulus and the valve and the aorta. Due to the necrotic material, which had the appearance of endocarditis, and the friable nature of the pt's tissue, the area was debrided and the valve was replaced with a 25mm medtronic freestyle aortic root (s/n unknown). The pt had a history of aortic stenosis, diabetes, moderately severe copd and hypothyroidism.